Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date as the correct date was not provided. Device evaluated by MFR.: synergy ous mr 3.50 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found proximal and mid stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. The target lesion was located in a coronary vessel. A 3.50x48mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date as the correct date was not provided.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. The target lesion was located in a coronary vessel. A 3.50x48mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported.